Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 63-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with a impella cp for mechanical circulatory support. The complainant reported the patient had cardiogenic shock and had a 14fr and the cp inserted via the femoral artery. The patient developed a hematoma, which medical staff treated with pressure, blood products, sutures, and purge fluid exchange / heparin adjustment. The patient had coagulopathy due to a liver injury. The patient remains on support.

Event description:
It was further reported that care was withdrawn from the patient and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding is determined to be anticoagulation management because the hematoma became stable after the act values were down to the therapeutic range. Added-b5 mso review, d6b, h6 component code 925 f6/f8 should have been left blank in the initial report.